Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image had white dots and charged coupled device is broken is traced to component failure and for the video cable had foreign materials is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the laparoscope exhibited broken charged coupled device, white dots in the image and the luer-lock connector had foreign materials. There was no patient involvement.